Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 patient code: no code available (3191) used to capture the blood heavy metal increased and surgical intervention. Product complaint # (B)(4).no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient seeking legal action. Pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Update ad 12 jun 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. In addition to what were previously alleged, ppf alleges loosening of cup, component fracture, loosening of stem, metal wear, metallosis, and elevated metal ions. Added cup and stem due to new allegations. Added revision surgeon, revision hospital, law firm, date of revision, and head and liner's expiration dates. Updated event date. Doi: (B)(6) 2007 - dor: (B)(6) 2011 (left hip). Patient is bilateral. See (B)(4) for the right hip.